Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition or is nosocomial in nature. Concomitant medical device(s): 308-09-12, (B)(4) - small prox body +12.5; 320-10-00, (B)(4) - equinoxe reverse tray adapter plate tray +0 ; 308-05-23, (B)(4) - distal fixation ring ha 23.5; 308-01-08, (B)(4) - 8x80mm distal stem modular cemented; 320-20-00, (B)(4) - eq reverse torque defining screw kit; 308-15-12, (B)(4) - taper locking screw.

Event description:
As reported, approximately 22 months postop the initial tsa, this female patient¿s right shoulder was revised due to infection. Devises were disposed by hospital. Patient was last known to be in stable condition following the event.